Event description:
It was reported that this implantable pacemaker exhibited oversensing, low out of range pacing impedance measurements and underpacing. Furthermore, the patient experienced a syncopal episode. It was decided to surgically abandon the lead. Another lead was implanted instead. This device remains in service. No further adverse patient effects were reported.